Event description:
During declotting a fistula of the upper arm, the doctor could not remove the balloon through the 6f terumo and the balloon separated from the catheter partially. When the balloon became stuck, the doctor had to pull the sheath and balloon out as one unit. There was no patient injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has not been returned for evaluation to date. The information for use for this device states: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip brekage or balloon separation.